Event description:
Event description guidant received information that these epicardial leads exhibited elevated shock impedance. During induction at the device replacement procedure, this replacement implantable cardioverter defibrillator (ICD) displayed a low impedance fault and failed to deliver the shock. The abdominal system was abandoned and a new pectoral system was implanted. The ICD that was attempted to be implanted in the abdominal region has been returned for analysis.